Event description:
I used the contour next link glucometer by bayer to measure my blood glucose. This meter is new to me so I compared the results to my current meter which I known to be accurate. The bayer glucometer 30 points lower than my actual blood glucose. I called bayer and they said this was an "acceptable" different. I do not agree with this. At 30 points difference I need to add an additional unit of insulin to cover that amount. Not covering it prevents me from controlling my blood sugar adequately. I repeated the test 3 times and found each time that the bayer monitor was 30 points lower than the actual blood glucose. Dates of use: (B)(6) 2013.